Event description:
Per additional information received, the patient had another implant that was put in at the same time a plastic block was put into a cavity where a piece of bowel was removed, this implants number is (B)(4). This mesh was put in because the patient had an incisional hernia. Last year, the patient was told by their gp that he believes they are suffering from fbr, the inflammatory markers are glowing red. Also their liver is high and so is their bloods high with toxins. The patient is experiencing chronic pain that is in their lower back, groin, upper legs, and under their feet. And near the liver. The patient has been waiting to see a specialist for over a year.

Manufacturer narrative:
(B)(4).

Event description:
Procedure: hernia repair. According to the reporter: the pt alleged injury.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).